Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: procedure was completed with this device. Additionally, it was reported to be very difficult to set the unit to 28 watts; the output would instead fluctuate between 27 and 29 watts. Visual evaluation of the returned device found some minor scratches on the cover; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly, and no issues were found with the active tone. Wires and solder joints were inspected, and wires were manipulated while power was active in both monopolar and bipolar modes; no problems were found. The unit passed electrical evaluation and was within all test parameters. The condition of the returned device was not consistent with the complaint that the active tone was low and that the output fluctuated; the complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the active tone was barely audible during power delivery. Additionally, it was reported that the output would fluctuate between 27 and 29 watts when the unit was set to 28.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the active tone was barely audible during power delivery. Additionally, it was reported that the output would fluctuate between 27 and 29 watts when the unit was set to 28. It is unknown what was used to complete the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.